Manufacturer narrative:
Manufacturer narrative: updated sections: a4, b5, b6, b7, d4 expiration date, h4, h6 component codes, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 23mm 2800 aortic valve implanted for 10 years and 1 day underwent a valve-in-valve procedure due to calcification, restricted leaflets motion with severe stenosis and mild regurgitation. Patient presented with dyspnea on exertion with chronic diastolic heart failure. The procedure was successfully performed with a 23mm 9750tfx transcatheter valve with no complications. Per medical records patient underwent CT of the chest, abdomen and pelvis without contrast on (B)(6) 2021:there was severe calcification involving the aortic valve cusps, commissures and annulus. There was no investigational evidence of premature failure of the device.

Event description:
It was reported that a patient with a 23mm 2800 aortic valve implanted for 10 years and 1 day underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.